Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had scratches on the screen and received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer reported that the functionality was not affected and was able to read the screen. Troubleshooting was performed for low battery alarm, and the customer reported that the battery did not last more than a week. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed self test, active current measurement and failed high sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were without spec range. With reference to the baat tool instructions, the customer experiences an unexpected battery power loss of less than 7 days per pump history records. Battery cycle 20.0 received the lowbatteryalert (104) on 11/15/2025 07:41:00 faster than expected at 4.07 days. Battery cycle 19.0 received the lowbatteryalert (104) on 11/11/2025 05:56:00 faster than expected at 3.8 days. Battery cycle 18.0 received the lowbatteryalert (104) on 11/07/2025 00:51:00 faster than expected at 4.21 days. Battery cycle 17.0 received the lowbatteryalert (104) on 11/02/2025 18:18:00 faster than expected at 3.9 days. Battery cycle 14.0 received the lowbatteryalert (104) on 10/29/2025 11:50:00 faster than expected at 3.84 days. Battery cycle 13.0 received the lowbatteryalert (104) on 10/25/2025 08:35:00 faster than expected at 3.57 days. Battery cycle 12.0 received the lowbatteryalert (104) on 10/21/2025 09:06:00 faster than expected at 3.55 days. Battery cycle 11.0 received the lowbatteryalert (104) on 10/17/2025 16:55:00 faster than expected at 3.41 days. Battery cycle 10.0 received the lowbatteryalert (104) on 10/14/2025 05:23:00 faster than expected at 3.53 days. Battery cycle 8.0 received the lowbatteryalert (104) on 10/08/2025 20:23:00 faster than expected at 3.47 days. Battery cycle 7.0 received the lowbatteryalert (104) on 10/05/2025 07:32:00 faster than expected at 3.45 days. Battery cycle 6.0 received the lowbatteryalert (104) on 10/01/2025 18:30:00 faster than expected at 3.35 days. Battery cycle 5.0 received the lowbatteryalert (104) on 09/28/2025 01:54:00 faster than expected at 3.22 days. Battery cycle 4.0 received the lowbatteryalert (104) on 09/24/2025 20:16:00 faster than expected at 3.46 days. Battery cycle 3.0 received the lowbatteryalert (104) on 09/21/2025 03:11:00 faster than expected at 3.32 days. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. The pump failed high sleep current measurement and failed low battery in trace history isolated to electronic defective and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.